Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) broken and stripes in image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stripes in image was due to broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had colors on the screen that were pixelated (orange colors). This issue occurred during sedation in a procedure, and the device was inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.